Manufacturer narrative:
Attempts to have this product returned from the field were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead displayed high out-of-range pacing impedance measurements of greater than 2000 ohms and was unable able to capture. Furthermore, the ra lead was found to be fractured as noted via fluoroscopy which was causing episodes of intermittent noise on the lead in the logbook. The ra lead was successfully explanted and replaced with another lead. There were no additional adverse patient effects reported.